Manufacturer narrative:
Results: the customer conducted a calibration of the device in situ using the eye "phantom" supplied and reported the results were within spec. The instructions for use do state that using excess pressure on the probe can make it uncomfortable for the pt and distort the result. The instructions for use do state that each scan should be examined and discarded if not of good quality. There is also the facility to calculate an average axial length and a standard deviation of good scans. It is concluded that no contributory factor has been discovered which relates to the device.

Event description:
Office mgr raised a general concern that three technician can get different axial length measurements and this can lead to the selection of a less than optimum intra-ocular lens.